Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.2 pocket b4 was not opening and failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed to open. A field service engineer (fse) verified that the drawer latch clicked but did not open. After inspecting for damage and debris, the left side rail was found stiff and showing signs of future failure. The fse temporarily restored functionality by adjusting the damaged bearing cage, allowing the drawer to open partially. The cubies were migrated to a donor drawer, but the swapped drawer also exhibited issues. The inspection revealed a damaged slide rail, which required replacement. The cabinet slide rail was replaced, reinstalled and the drawer was adjusted, and confirmed it was secure and functional. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.2 pocket b4 was not opening and failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.